Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26410635. (B)(4). Other device used: catalog #unk, unknown zimmer kinectiv neck, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a concern of corrosion, which was identified at the revision procedure. The patient had elevation of both cobalt and chromium levels, including erythrocyte sedimentation rate, c-reactive protein, and hip aspiration, and a metal suppression MRI demonstrating a soft tissue reaction. This patient had their iliopsoas drained before revision because of effusions visualized on MRI within the iliopsoas.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. The information provided in the journal article indicated that the patients preoperative chromium levels were at 4.0 microgram/ml and cobalt levels were at 13.5 microgram/ml. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.